Event description:
It was reported that there is cracks on the lcd display. Customer's blood glucose level at the time 500mg/dl. Customer treated with manual injection. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. However, the insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. No cracked on lcd screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.